Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a case of anterior capsule tear the radialized around and across the posterior capsule, observed in the patient's left eye after laser assisted cataract surgery during hydrodissection. The surgeon believed the capsulotomy had an area of weakness and felt like he did not apply any more pressure than normal. The surgeon was able to place the intended (iol) intraocular lens and completed the surgery without further complications.

Manufacturer narrative:
Additional information provided. During an on-site examination, the company representative did not find any issues associated with the reported event. The system was tested and found to meet product specifications. Based on company assessment, the product met specifications at the time of release. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).